Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl. The customer was treated with syringes. Customer did not report symptoms related to high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege that the insulin pump was under delivering. Drive support cap appears to be normal. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will not be returned for analysis.